Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacture's device displayed shock impedance measurements of greater than 125 ohms in all configurations. The system been trending just below 125 ohms for some time. The system will continue to be monitored. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.